Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, patient was revised to address metallosis with elevated metal ions with trunnionosis at the morse taper junction. Revision notes stated that there was gross trunnionosis that was observed. There was significant amount of debris at the acetabular side. There was a cup and a half of metallosis synovial tissue and scar that was removed. Doi: (B)(6) 2007; dor: (B)(6) 2019; (left hip).